Event description:
Reference MDR# 2242445-2011-00201 for the first event with the same patient. It was reported that a second kit was opened and the catheter was placed. Again, they were unable to obtain cardiac output. The (B)(4) reading also timed out. They are not sure if the issue was with the (B)(4) reading, the catheter, or a patient issue. There was a delay in treatment with no harm to the patient, no patient death, and no patient complications were reported. The patient required no further action and the outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.